Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump kept beeping without an alarm. The customer's blood glucose was 416 mg/dl at the time of incident. The customer's blood glucose was 220 mg/dl at the time of call. The customer's blood glucose was 202 mg/dl at the end of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that there were no alarms in the alarm history. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that she did not found settings issues during troubleshooting. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.